Event description:
A malfunction alarm was reported, identified as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with information on how to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.